Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgery due to ineffective stimulation. During intra-op testing, high impedance was measured on the lead extension and as a result, the extension was explanted. Post-op, the patient still had ineffective therapy and impedance issues which led to a second surgery (related manufacturer reference number: 1627487-2020-23533, 3006705815-2020-30512).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.